Event description:
The account stated the bed has not functions and the head is raised. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.